Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the triflange at unknown interface. Revision of triflange component and reclaim stem. Proximal body was switched out for a new one. Custom triflange acetabular component and screws were removed due to loosening. This was replaced with a competitor cage construct with a competitor cemented in. Doi: (B)(6) 2018, dor: (B)(6) 2021, affected side: left hip.